Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's initialization issue was related to improper reboot sequencing between the medstation and associated helmer refrigerator. A field service engineer (fse) guided the customer through the correct reboot procedure for both the medstation and helmer refrigerator unit, after which the initialization process completed successfully, and normal system operation was restored to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on ¿initializing device manager¿ and did not recover even after a reboot. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.